Event description:
Four blood clots were found at the implant site. Photos show a blister-like formation over the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was explanted due to device extrusion in the setting of a hematoma which was drained. A hematoma is a known undesired side effect of cochlear implantation. No signs of infection were reported, and a review of device sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The user was explanted on (B)(6) 2025.